Event description:
Alleged false positive results for one symptomatic patient that resulted positive for flu a, flu b, and sars. The result was not confirmed, but the provider does not believe the patient was positive for the three analytes.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.